Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, at stomach resection, the device partially fired and some staples were malformed. Firing cycle was not completed. Another reload was used with the same handle to complete the case. There was no patient injury.